Event description:
It was reported to philips that the device was not booting, stalling at 00:00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the planned coronary procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and identified that the power distribution rear panel was faulty. Fse replaced power distribution rear panel, main cabinet power distribution unit firmware was installed and also the image detection unit was configured to resolve the issue. After replacing power distribution rear panel, the system returned to use in good working condition. The codes were updated based on the investigation outcome.